Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's redness has reportedly resolved.

Event description:
The recipient reportedly experienced redness at the implant site. The recipient was recommended to stop device use for some days and prescribed an antibiotic ointment (type unknown).